Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please, clarify what piece of the device tip broke off. Did the top jaw (moveable jaw) break off of the device? Did the electrode or ceramic break off of the device? Did the broken tip piece fall into the patient? Was the broken tip piece retrieved from the patient? Did this cause a change in the plan of care for the patient? Is the broken tip piece being returned with the device? Or, was the broken tip piece discarded? Response received: when I reached out to the account they were unable to answer any of the questions. The only information I got was original information I provided when I submitted the complaint. The tip broke off (they did not specify which side of the jaws) and was retrieved. There were no adverse patient consequences.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, a piece of the device tip broke off. The piece was removed and a c-arm was used to insure no metal remained. It is unknown how the case was completed. There were no patient consequences reported. The device was discarded.